Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-15075). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device had reached eri prematurely after a previous in-clinic follow-up. The battery voltage had suddenly dropped within a week. The device was explanted and replaced.